Event description:
It was reported that the device was used during a laproscopic cholecystectomy procedure. It was reported that the device was ejecting. Another device was used to complete the case. There were no patient consequences.